Event description:
Caller reported an issue with touchscreen responsiveness, noting that the screen was scratched, but it was not cracked or shattered. There was no reported adverse impact on the customer's blood glucose level. The customer declined assistance from technical support, and no additional corrective actions were taken.